Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Serial number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd- reservoir, cassette alarmed, no disposable, pump won't run. No patient injury reported.